Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged wheezing, shortness of breath, coughing, choking, pressure against the breathing dizziness, vomiting, breathing problems and other respiratory issues. There was no report of serious or permanent patient harm or injury. The patient mentioned being rushed to hospital due to suffering reported issues, but no other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.